Event description:
A patient had undergone a large loop excision of the cervix. The surgeon was using a conmed system 5000 generator.once the patient was awake, it was decided to transfer the patient to another facility to control the bleeding.

Manufacturer narrative:
It unclear as to how or if the generator in question had failed. Also, the date of the incident is unknown. According to the staff, the incident actually occurred in (B)(6) 2012. The generator was returned to a conmed facility and per the evaluation, the generator had operated as intended and had met the manufacturing specifications. As the patient had to be transferred to control bleeding, conmed would like to take the conservative approach and notify the f.d.a. Of this event. Additionally, conmed has notified the (B)(6) in (B)(6).